Event description:
It was reported by the patient to technical services that the patient had developed a rash due to allergies from titanium in the pacemaker. No changes or interventions were reported. The patient was in stable condition.